Event description:
It was reported the video system center had image drop randomly with errors e311 and e411. The issue occurred during de middle of preparation for use for a diagnostic endobronchial ultrasound bronchoscopy that was completed with a 30-minute delay, using the same device and patient was under general anesthesia. There were no reports of patient harm. No more information is available.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.